Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, cyst and pap smear abnormal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), migraine headache ("excessive migraine headaches"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), skin disorder ("excessive skin problems"), discomfort ("discomfort"), dyspareunia ("painful intercourse"), rash ("rashes") and migraine ("frequent migraines"). The patient was treated with surgery (hysterectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, migraine headache, alopecia, tooth disorder and skin disorder had not resolved and the genital haemorrhage, discomfort, dyspareunia, rash and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, discomfort, dyspareunia, genital haemorrhage, menorrhagia, migraine headache, pelvic pain, rash, skin disorder, tooth disorder and migraine to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure® procedure. Patient sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and genital haemorrhage ('heavy bleeding') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, cyst and pap smear abnormal. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain lower ("abdominal pain"), migraine headache ("excessive migraine headaches"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), skin disorder ("excessive skin problems"), discomfort ("discomfort"), dyspareunia ("painful intercourse"), rash ("rashes") and migraine ("frequent migraines"). The patient was treated with surgery (hysterectomy and removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain lower, migraine headache, alopecia, tooth disorder and skin disorder had not resolved and the genital haemorrhage, discomfort, dyspareunia, rash and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, discomfort, dyspareunia, genital haemorrhage, menorrhagia, migraine headache, pelvic pain, rash, skin disorder, tooth disorder and migraine to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure® procedure. Patient sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, other relevant history, patients details added. Real fup was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.